Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that at the last interrogation the there was one and a half years remaining battery longevity. One month from that the longevity showed half a year remaining and then one month later was at elective replacement time (ert). It was noted the pacemaker declared elective replacement indicator (eri) the following day. There was concern over premature battery depletion. It was also noted that there were low pacing impedance measurements for the pacemaker and right ventricular (rv) lead between 200 to 300 ohms. The rv lead threshold was also observed to have slightly increased. A revision procedure was performed where the pacemaker was explanted and the lead was surgically abandoned. A new pacemaker and rv lead were successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.